Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 9 1/2 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to aortic stenosis. According to the operative report, this is a (B)(6) year old man who underwent coronary bypass surgery and aortic valve replacement in the year 2000. He recently was found to be very short of breath and a cardiac evaluation was performed. The studies revealed severe prosthetic valve aortic stenosis with a peak transvalvular gradient greater than 100 mmhg. He also had a 75 percent stenosis in the right coronary artery vein graft, which had previously been placed. Additional studies also revealed bilateral carotid disease with greater than 80 percent stenoses in both internal carotid arteries. The right carotid artery was supplied most of the left hemisphere, as well as the right hemisphere. Because of these findings, it was elected to proceed with aortic valve replacement, coronary bypass surgery and right carotid endarterectomy. The aorta was opened transversely. The valve was inspected and indeed the right and left leaflet were completely fused and would not open. Consequently, using the knife, the valve was excised. A 21 mm carpentier-edwards thermafix magna prosthesis was lowered into place and appeared to fit perfectly. The echocardiogram showed fairly good left ventricular function with no perivalvular leaks and the prosthetic valve appeared to be functioning quite well. The patient tolerated the procedure well. No complications.